Manufacturer narrative:
The sample was discarded by the customer.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during drain 4 of 4. The home pt (hp) stated that he became disconnected from the pt line during drain 4 of 4. The hp reconnected and received the error. The technical service rep (tsr) had the hp cycle, the power and the hp received a system error 2367. The hp would finish with manual drain and last fill. The tsr explained the alarm and the hp would notify the nurse in the morning regarding the alarm. The hc unit was operational. No pt injury or medical intervention was reported.